Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately twenty one months after hvad implantation this patient was hospitalized and treated for suspected pump thrombus. Patient presented with hemolysis and power increase. Additionally, elevated plasma-free hemoglobin and lactate dehydrogenase was noted. The patient further developed acute kidney injury with elevated creatinine and a hemothorax that required draining. The patient was treated with tirofiban and thrombolysis. The event resolved with "all numbers back to normal". The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The lvad pump remains implanted and will not be returned to the manufacturer for evaluation. The patient received treatment for suspected thrombus, acute kidney injury, and hemothorax. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files confirmed the reported event, which revealed an increase in power consumption and multiple 'suction' alarms. No possible known clinical factors that may have contributed to a thrombus formation were reported. A possible root cause for the reported 'high power' event may be attributed to thrombus formation/ingestion within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also stated, controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Per IFU: high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.